Event description:
Perfusionist noticed shortly after initiating pt on oxygenator, blood was leaking out of co2 port at bottom of oxygenator. Device was changed out. Approximately 15 cc blood loss during the hour unit was used. (B)(4).